Event description:
(B)(4). Chronic fatigue, loosing my hair, as time went on my symptoms were worse and grew more severe and inlude: constant congestion that never goes away and goes into sinus infections and bronchitis, ear infections, severe bloating, dry skin and hair, eyes: blurred vision, dry eye issues, floaters, severe hair loss, swelling of my legs and other parts of my body, cramping, sharp-stabbing pelvic pain, shooting pain down into my thighs, discharge, hot flashes, night sweats/day sweats, loss of libido, painful intercourse, yeast infections, urgent and frequent urination; itching, burning, stinging stabbing of vaginal entrance and inside, breast tenderness and pain all the time, abdominal spasms, twitching, fluttering. Additional pain included: lower back pain, all over body aches, nausea, gas, constipation, diarrhea, heartburn, headaches and migraines, dizziness, brain fog, numbness in body, severe pain shooting down into my thighs, nerve pain, ringing in the ears, sensation of pricking of my skin by a sharp needle all over my body.